Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was programmed with correct time and date and monitored for two days with a 1.0 u/hr basal rate, several bolus were programmed and delivered during this period. The insulin pump delivered properly all programmed bolus and basal profiles and water was delivered from the reservoir. All bolus and basal history was properly recorded at the bolus, basal and daily totals history screens; the units left at pump display matched properly unit left at test reservoir. No unexpected low battery alert alarms occurred during our testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that they have unexplained high blood glucose of over 400 mg/dl. Troubleshooting found that the drive support cap was normal. The customer was advised to change entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.